Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2016-00073 and 1225714-2016-00074. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
(B)(4). This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient attended dialysis treatments three times per week experienced a cardiac arrest after receiving dialysis treatment and expired, which is alleged to have resulted from the product administered to the patient.